Manufacturer narrative:
Once the shipping pins were removed from the unit, the scale functioned properly.

Event description:
It was reported by service report that the scale was inaccurate due to shipping pins being left in the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.